Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation it was noted that the right atrial (ra) lead exhibited noise oversensing causing pacing inhibition. No intervention was performed. The patient was in stable condition.

Event description:
New information received notes the programming changes was performed and the patient was in stable condition.